Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by manufacturer for evaluation. Part not returned for evaluation.

Event description:
A medtronic representative reported that while outside of procedure the site had intermittent camera communication issues. Site moving the camera arm would intermittently restore functionality of camera. Issue was discovered when setting up for a case. There was no patient present at the time of the issue.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the communication cable for the polaris spectra system control unit (scu) to the positioning sensor unit (psu) was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect cable was returned to the manufacturer for analysis. The cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.